Event description:
It was reported that a signal loss occurred. According to the reporter, on (B)(6) 2026, the patient¿s daughter noticed that she became very ill. The patient experienced vomiting, diarrhea, confusion, and severe weakness, so her daughter called 911. At that time, both the dexcom app and the insulin pump were showing a signal loss error, and they were unable to see any continuous glucose monitor (cgm) values. The patient was not sure how long the signal loss had been present before the symptoms started. It was not mentioned during the call whether any cgm alarms or alerts went off when the screens displayed signal error. When emergency medical service (ems) arrived, they checked her blood glucose with a fingerstick meter, which read high. She was transported to the hospital without treatment. In the emergency room (ER), lab results later showed her blood glucose was over 1000 mg/dl, and she was diagnosed with diabetic ketoacidosis (dka). She was treated with IV fluids and IV insulin and stayed in the hospital for three days. At discharge, her blood glucose was 242 mg/dl. She reported feeling a little better but still weak and tired. No other details were documented. Per medical review, this is an adverse event. The patient was hospitalized for dka after signal loss directly impacted aid. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.